Event description:
It was reported by the rep that the device was used during an lavh procedure. It was reported that the doctor placed a tsw35 in the pt and locked the jaws in place with the locking lever. When he tried to fire the instrument, he reported that it would not fire. The tsw35 was removed and another was opened and used to complete the case with no adverse pt outcome.